Event description:
During a review of the pump's event history by baxter (B)(4) personnel, a colleague infusion pump was found to have experienced a battery depleted alarm which interrupted delivery. There was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. The user interface module master software version is 5.06.00, which is categorized as unremediated. No additional information is available.

Event description:
Customer allegedly received the following results, with two different roche meters, within 10 minutes: 86 mg/dl (son's advantage meter (B)(4)) and 177 mg/dl (caller's advantage meter (B)(4)) no actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
This medwatch report is for the son's advantage system (B)(4). (B)(4).